Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. The field service engineer (fse) determined that the table was not locking properly due to the brake pads had come loose from the two vertically actuated brake pistons. The fse serviced the systems and tested the brakes for normal operation before giving the system back to the operator. Internal cross reference: (B)(4).

Event description:
Philips received a report where the operator sustained a back injury while having to hold a patient due to the table not locking properly. Information was received that the operator was off of work for a few days but no other medical intervention was required.